Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menstruation irregular ("a little irregularity in menstrual cycles") in a 42-year-old female patient who had essure (batch no. C13144) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included autoimmune thyroiditis (diagnosed before essure insertion). On (B)(6) 2014, the patient had essure inserted. In december 2016, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), fluid retention ("premenstrual water retention") and fatigue ("sensation of general asthenia") and was found to have thyroid function test abnormal ("changes in thyroid workup"). The patient was treated with surgery (bilateral salpingectomy with cornuectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the menstruation irregular, fluid retention, fatigue and thyroid function test abnormal was resolving. The reporter considered fatigue, fluid retention, menstruation irregular and thyroid function test abnormal to be related to essure. The reporter commented: the main reason for essure removal was the adverse events asthenia, water retention, changes in thyroid workup, and menstrual disorders. Mild or moderate improvement of the symptoms was noticed 6 or more months following essure removal. The device was not kept. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: report from the healthcare professional with the essure device removal questionnaire ¿ patient¿s demographic data; onset date of events update (dec-2016); main reason for essure removal (adverse events asthenia, water retention, changes in thyroid workup, and menstrual disorders); outcome of events (mild or moderate improvement of the symptoms was noticed 6 or more months following essure removal); and reporter¿s assessment of relationship between the events and the device (healthcare professional considered that essure caused or contributed to the occurrence of the event(s)). Regulatory authority (afssaps) reference number (B)(4) was also provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menstruation irregular ("a little irregularity in menstrual cycles") in a 42-year-old female patient who had essure (batch no. C13144) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included autoimmune thyroiditis (diagnosed before essure insertion). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), fluid retention ("premenstrual water retention") and asthenia ("sensation of general asthenia") and was found to have thyroid function test abnormal ("changes in thyroid workup"). The patient was treated with surgery (bilateral salpingectomy with cornuectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the menstruation irregular, fluid retention, asthenia and thyroid function test abnormal was resolving. The reporter considered asthenia, fluid retention, menstruation irregular and thyroid function test abnormal to be related to essure. The reporter commented: the main reason for essure removal was the adverse events asthenia, water retention, changes in thyroid workup, and menstrual disorders. Mild or moderate improvement of the symptoms was noticed 6 or more months following essure removal. The device was not kept. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of menstruation irregular ("a little irregularity in menstrual cycles") in a (B)(6) year-old female patient who had essure (batch no. C13144) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included autoimmune thyroiditis (diagnosed before essure insertion). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), fluid retention ("premenstrual water retention") and fatigue ("sensation of general asthenia") and was found to have thyroid function test abnormal ("changes in thyroid workup"). The patient was treated with surgery (bilateral salpingectomy with cornuectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the menstruation irregular, fluid retention, fatigue and thyroid function test abnormal outcome was unknown. The reporter provided no causality assessment for fatigue, fluid retention, menstruation irregular and thyroid function test abnormal with essure. The reporter commented: events started 1 year after the essure placement. Bilateral salpingectomy with resection of horn part was performed for removal of essure. The device was not kept by the department. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.